Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the extension (serial #: (B)(4)) found that the #3 conductor was broken 2.8 cm from the proximal end. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: (B)(6) 2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins). The rep reported that during the stage ii implant procedure, the healthcare provider (hcp) tunneled, placed the extension, and connected the extension to the lead. The rep reported that after the extension was connected, an impedance test was done, showing high impedances of over 40,000 ohms on all combinations of contact 3. The rep reported the hcp reconnected the extension to the ins and lead, but the high impedance persisted. The rep reported that when the extension inputs were switched on the ins, the impedances resolved. The rep reported that the hcp proceeded with the surgery and ran one final impedance check before closing, which showed the high impedances on contact 3 again. The rep reported the hcp opened and placed a new extension. The rep reported that all impedance tests showed normal values with the new extension, and the hcp closed. The rep reported they did not see any factors that could have caused the impedance issue, and that the replacement extension resolved the issue. No patient symptoms were reported. No further patient complications have been reported as a result of this event.